Manufacturer narrative:
During the time of the reported event the pressure hose located between the pump outlet and heat exchanger separated from the barb fitting causing water to leak onto the surrounding area. User facility personnel immediately cleaned the water up off the floor around the unit. A steris service technician arrived onsite to inspect the cart washer and found that the hose that connects the recirculation pump to the heat exchanger required replacement. The technician replaced the pressure hose, tested the cart washer, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance 1227 cart washer. No report of injuries.